Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: technical fault: 444004 (voltage out of tolerance), 431002,485001 self test failed failure occurs during the general check. No patient involvement.